Event description:
This report is representative as one of 230 repairs made by the biomedical department, over the first half of this year, related to cracked and broken bezels and/or doors on the care fusion alaris IV pump. If the damaged door is not detected before it entirely disintegrates or falls off, the pump will potentially deliver free flow medications leading to patient injury.